Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of stent was damaged with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.0x38mm stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts got damaged. The device was simply pulled back with the system and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.0x38mm stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts got damaged. The device was simply pulled back with the system and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.